Event description:
A report was received which stated that while using a commode, the arm "gave way" and the user fell. This allegedly resulted in the user sustaining a broken hip or femur. No malfunction has been reported.